Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated at implant. Multiple programmers were not successful in communicating with the device. The s-ICD was exchanged, and the procedure was successfully completed. Following the procedure, interrogation of this device was again attempted and here was one successful connection. The s-ICD was removed from circulation, and it was not reported whether it would be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Electrical testing was also completed. Normal device function was observed throughout these tests, and all telemetry operations were normal during testing and analysis. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated at implant. Multiple programmers were not successful in communicating with the device. The s-ICD was exchanged, and the procedure was successfully completed. Following the procedure, interrogation of this device was again attempted and here was one successful connection. No adverse patient effects were reported. The s-ICD was received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated at implant. Multiple programmers were not successful in communicating with the device. The s-ICD was exchanged, and the procedure was successfully completed. Following the procedure, interrogation of this device was again attempted and here was one successful connection. The s-ICD was removed from circulation, and it was not reported whether it would be returned. No adverse patient effects were reported.